Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customers blood glucose (bg) was 37 mg/dl. The customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.